Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown, device manufacture date: unknown, FDA device problem code: 1354, FDA patient problem code: 2199. Investigation summary: the customer did not provide bd with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that unspecified bd¿ tube cap slid off during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the caps slide right off when the techs have to add any kind of alloquat to the tube. ¿ do you know if this is happening with all the tubes in the lot? It does not happen with every tube we have seen it with the red tops and lavender tops. We open blue tops more than any other tube type to check specimen integrity and have not experienced the issue with that tube type. ¿ how was the sample collected? Was the stopper taken off at any point before it was put on the instrument? We have received tubes collected by phlebotomy and this has been noted. ¿ was a syringe used to fill tubes? For hematology dept no ¿ we have seen when the stopper is removed to add specimen and when using the transfer device for the red tops from a ua cup. ¿ was plunger pushed to blood or was the vacuum used to draw the blood into the tube? Vacuum is used with the transfer device in ua. When we transfer specimens team is aware of fill level we do not overfill. ¿ was the closure recapped? Was there a tight seal? There is not a tight seal when you recap the tube after opening. When transferring specimen in we do open the caps. Even though the seal is not as tight we have not had issues in the past to this degree and not with every tube. We have intermittently experienced - tubes leaking if fluid allowed to meet the lid. Lids coming off in analyzers, lids coming off when moved by automation that picks up by the cap, lids coming off when tubes are retrieved from test tube racks. ¿ were samples needed to be recollected? We have had several fluid specimens spill. Since we aliquot only a small amount we have not had to recollect. ¿ please use the attached shipping label to return a few samples for investigation. Unfortunately the examples have biohazardous body fluids in them. I am not sure if there would be a way to identify tubes before use. The person who called in the complaint was referring the information 2nd hand. I wanted to get more information from the manager of the department. I spoke with (omitted). She has experienced the problem herself and had heard about tops being loose or popping off but it has been happening a lot over the passed 3 months. It was recently brought up at a team meeting as the tops coming off caused them to loose 2 patients samples. The thing that is odd is it is happening with multiple colored tubes. Definitely happening with lavendar and clear red. They have not marked down bd reorder #'s or lot numbers but I have instructed them to if it happens again. The tops slip off if you grab them from a rack, if you take them from an instrument, if you pick them up. It doesn't always happen but has happened a lot the last 3 months. It has happened with tubes that were drawn from the floors via venipuncture or line draws and it has happened with tubes that they poured into in the lab either from other tubes or from urine cups. All the tubes that it is happening with are hg closure. They have used these same tubes for 15+ years and it just started happening. It feels like the stoppers have too much silicone. They are slippery. The tops just slide off. Nothing else in the lab has changed. Same racks, instruments, staff etc. They have no samples to send in as they didn't keep lot number info.